Event description:
It was reported that during the procedure in the heavily calcified and tortuous mid right coronary artery (rca), the physician performed pre-dilatation with a 2.5 x 15 mm trek dilatation catheter and a 3.0 x 15 mm trek dilatation catheter. A 3.0 x 15 mm xience v stent delivery system was advanced to the distal portion of the lesion and the stent was deployed at 24 atmospheres (atm). The 3.5 x 15 mm xience v rx stent delivery system was then advanced to the target lesion and the stent was deployed so that it was overlapping the previously deployed stent. Due to the calcification of the vessel, the physician inflated the balloon to 18 atm; however, the balloon ruptured. The stent delivery system with ruptured balloon was removed intact. The physician felt the stent was fully expanded and well apposed to the vessel wall. No post-dilatation was performed. A 3.5 x 33 mm xience prime stent delivery system was then advanced and the stent was deployed in the proximal portion of the lesion, overlapping the previously placed stent. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - above rated burst pressure (rbp). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: do not exceed the labeled rated burst pressure (rbp) of 16 atmospheres. Inflating the device above the labeled rbp can weaken the material and contribute to a rupture. Based on the information reviewed, there is no indication of a product deficiency.